Event description:
It was reported that the zimmer air dermatome ii handpiece were badly scored. The material seems to have blistered. The customer had advised that they autoclave the instruments at 134 degrees for four minutes, using a neutral detergent (endozime). No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.